Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced due to an subclavian stenosis, the patient experience swelling and pain in the arm. The device was relocated from the left side to the right side. No additional adverse patient effects were reported.

Event description:
It was reported that these leads were explanted and replaced due to an subclavian stenosis, the patient experience swelling and pain in the arm. The device was relocated from the left side to the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6, adding the stenosis code to the grid. If information is provided in the future, a supplemental report will be issued.